Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. The customer went to the emergency room and was subsequently hospitalized. The customer alleged that the pump delivered too much insulin. Although requested by tandem technical support, the customer declined to upload pump data for review. Bg was treated with glucagon injection and intravenous saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.